Event description:
The customer reported high bgs. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. Explained the two high bg rules. Suggested the customer to take manual injections. A day later, the customer called back to perform the high-pressure test and passed. Also the customer informed that they were hospitalized for high bgs. The dr believes that they might have an infection, but nothing showed up. Bgs were treated with insulin drip. Instructed the customer to call the help line for further assistance.